Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the loop of the cook cutting loop broke after first use. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. It was reported that a cook cutting loop (part number cl-2414-ks1) broke after its first use. No additional information was able to be obtained about this event. The complaint device was not returned for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. No photos were provided. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use (IFU), and quality control data. The device history record was reviewed. There were no non-conformances noted that would have caused or contributed to the reported failure mode. A search of complaint records determined that there were two complaints received on lot number 8495840. However, the second complaint is not related to this complaint failure mode. The finished product is inspected before shipment and no anomalies were observed. Based on the information available, the cause and type of breakage could not be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.